Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced 3cm redness and pus from stoma site. The patient complained of pain when tube was mobilized. Wife reported that multiple antibiotics were given however nothing has resolved the redness. Wife was not able to remember the type and route of antibiotic used.